Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the pt2 moderate support guidewire fractured during removal. While attempting to deliver a stent, the physician elected to advance the pt2 wire (buddy wire), which got into a small rv branch and "doubled back" on itself. During removal, the tip of the wire fractured and remained in the pt. A snare was used to successfully retrieve the tip of the wire. The procedure was successfully completed. No pt injuries or complications were reported.